Manufacturer narrative:
(B)(4). Product returned and evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Customer complains of high results. Customer states that she feels physically fine, denies the need for medical attention. The customer's expected blood results are 95-110mg/dl fasting. Verified test strips expire 7/14/2018. Confirmed customer's test strips are being stored properly and opened vial date (B)(6) 2015. Reviewed meter memory (B)(6). Memory concerns: with all results customer ran a blood glucose test on (B)(6) 2015 at 8:42pm and got result 459mg/dl (non fasting).